Event description:
(B)(4). Since the implants I have had severe pain and bleeding during menstrasion every month as well as excessive bleeding. Migraines and painful sex have also been a regular problem since the implants.